Manufacturer narrative:
Additional information: annex d code. Correction: the device was inspected prior to use with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent had dislodged prior to receipt for analysis and was received alongside the device. Deformation was evident to the dislodged stent. Crimp impressions were evident on the exposed balloon surface. Kinks were evident to the hypotube. No other deformation evident to the remainder of the device. Additional information the lesion being treated had moderate to severe tortuosity. No difficulties were noted during removal of the protective sheath/style tte. No excessive force was applied during insertion or advancement of the device. The device did not pass through a previously deployed stent or through the cells of a stent. The inflation device remained at neutral pressure during delivery of the device. Per the physician, the patient anatomy did not cause or contribute to the difficulty in positioning the device. It was later reported that, following the attempts, the stent dislodged from the balloon delivery system outside the patient¿s body while the stent and catheter delivery system were being withdrawn together as one system through the guide catheter. Section d.9: updated section h.6 (codes): updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgment occurred during removal following a failed delivery. The lesion being treated was a calcified lesion located in the the obtuse marginal (om) artery. There were no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues. Resistance was encountered when advancing the device. A non-medtronic guidewire and guide catheter were used during the procedure. The lesion was predilated using a 2.0 x 12mm non-medtronic balloon initially pressurised to 10 atm then to 14atm. An attempt was made to position the onyx frontier stent in the artery after pre-dilation but it was unable to cross. The stent was removed. A non-medtronic guide extension catheter was used and the onyx frontier stent was attempted to be used again, however it failed to cross. Balloon dilation was attempted again and the onyx fromtier stent was attempted to cross after dilation however, it didn't cross and the stent dislodged and completely fell off when pulling the stent out of the guide catheter. A non-medtronic 2.25 x13mm stent was attempted to be u sedand was successfully deployed it at 10 atms. The stent was removed from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.